Event description:
It was reported that the right atrial (ra) lead had high thresholds. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. No anomalies were found. The full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found in/on the proximal conductor (not obstructed), and the outer insulation was breached cut and exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism, and tissue was found on the helix. The lead was stretched and exhibited apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found in/on the proximal conductor (not obstructed), and the outer insulation was breached cut and exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism, and tissue was found on the helix. The lead was stretched and exhibited apparent explant damage.